Event description:
A caller reported encountering a continuous glucose monitor (cgm) error 42 issue. There was no adverse impact to the customer's blood glucose level. Customer technical support provided complete pump reset information and guided the caller through the reset process. After the reset, the pump did not display the error code again, and the caller successfully started their sensor session.